Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon monorail was selected for use. During procedure, the balloon ruptured upon second inflation at 12atm and was removed without issue. The procedure was completed with a different device. No patient complications were reported.